Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the side to side anastomosis in the functional end to end reconstruction after right hemicolectomy, before the doctor approached to the tissue, the tip of reload was articulating (calibration) and the device was unable to be used. The reload and the adapter were removed and reattached without removing the battery, however the same issue occurred twice continually. The device was stopped using and the anastomosis was completed with the manual handle. The surgical time was extended by less than 30 min. There was no patient injury.